Event description:
The article, ¿clinical and echocardiographic risk factors for device-related thrombus after left atrial appendage closure: an analysis from the multicenter euroc-drt registry¿, was reviewed. This research article is aimed to investigate risk factors for device-related thrombus (drt) after left atrial appendage closure (laac) from centers reporting to the euroc-drt registry. The article concluded that patients with drt showed higher rates of previous stroke/transient ischemic attack (tia) (49.1% vs. 34.7%, p<0.01), spontaneous echocardiographic contrast (sec) (44.9% vs. 27.7%, p<0.01) and lower left atrial appendage (laa) peak. Drt after laac is associated with adverse outcome and appears to be of multifactorial origin, depending on patient characteristics, anticoagulation regimen and device position. [The primary author of the article is vivian vij1, department of cardiology, university hospital bonn, venusberg-campus 1, 53127 bonn, germany; kerstin piayda, cardiovasculäres centrum, frankfurt, germany; the correspondence author is alexander sedaghat, department of cardiology, university hospital bonn, venusberg-campus 1, 53127 bonn, germany, e-mail: alexander.sedaghat@ukbonn.de]. The analysis included 537 patients (112 with drt and 425 without drt) who had undergone laac between 12/2008 and 04/2019. The average age was 75 years old with the majority being male patients. Comorbidities include paroxysmal af, non-paroxysmal af, arterial hypertension, stroke or transient ischemic attack (tia) prior to laac, and diabetes mellitus. Devices used: the amplatzer acp and amulet (abbott laboratories, chicago, il, USA), lambre (lifetech scientifc, shenzhen, china) and ultraseal (cardia inc, eagan, mn, USA), watchman (boston scientifc inc, marlborough, ma, USA), wavecrest (biosense webster inc, irvine, ca, USA) and occlutech laa occluder (occlutech international ab; helsingborg, sweden). Peri/post complications : device related thrombus, atrial fibrillation.

Manufacturer narrative:
It was reported that 537 patients had undergone laac between december 2008 to april 2019. Out of 537, 112 patients with device related thrombus and 425 without device related thrombus. Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities, paroxysmal af, non-paroxysmal af, arterial hypertension, stroke or transient ischemic attack (tia) prior to laac, and diabetes mellitus. Some of the complications reported were device related thrombus, atrial fibrillation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or individual patient information was received for analysisna